Manufacturer narrative:
The investigation did not identify a product issue. Data sets were provided and reviewed. No abnormal shifts in the controls or the qs of the sample that would cause an under-quantification or over-quantification in titer were observed. Pre-analytics are important in that proper handling is needed to ensure that the white blood cells are not dispersed into the samples, so that the proviral dna is not amplified. The issue is likely related to the potential addition of proviral dna amplification during preanalytical steps.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas® hiv-1 (192t) results from the cobas 6800 analyzer for six patients. Hiv viral load deviations are observed in 6 out of 50 patients who are following therapy. When tested, the patients showed higher viral loads, which are deemed incorrect due to adherence to treatment by the patient and historical patient results. The following results were observed: sample: (B)(6). Initial test: ((B)(6)2025) 402 cp/ml. Repeat test: ((B)(6)2025) target not detected. Sample: (B)(6). Initial test: ((B)(6)2025) 827 cp/ml. Repeat test: ((B)(6)2025) 169 cp/ml. Sample: (B)(6). Initial test: ((B)(6)2025) 131 cp/ml. Repeat test: ((B)(6)2025) <20 cp/ml. Sample: (B)(6). Initial test: ((B)(6)2025) 563 cp/ml. Repeat test: ((B)(6)2025) 82 cp/ml. Sample: (B)(6). Initial test: ((B)(6)2025) 1040 cp/ml. Repeat test: ((B)(6)2025) 1270 cp/ml. Sample: (B)(6). Initial test: ((B)(6)2025) 8510 cp/ml. Repeat test: ((B)(6)2025) 9090 cp/ml.